Event description:
The patient was injected in the nasal labial folds, cheekbones, prejowel and periorbital areas. Area blanched at time of injection and developed redness, numbness and pain 1 day post injection. Necrosis was diagnosed by attending physician on (B) (6) 2010.

Manufacturer narrative:
The patient was initially treated with nitro paste, warm compresses, steroids, antibiotics and motrin. Additional treatment was provided by a wound specialist, details of treatment were not disclosed. Follow up with the patient indicates that healing is progressing and she will continue to be monitored. A review of the device history records indicates the reported lot #1016842 met all specifications prior to release.